Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the reported issue was due to a faulty high-intensity motor. However, the specific cause of the faulty high-intensity motor could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the front panel flashed due to high brightness motor failure. It was also noted that high brightness could not be achieved due to wear of the detection lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the visera pro xenon light source had all lights turn on the front panel. There were no reports of patient harm associated with the event.